Event description:
Customer reported that pump battery was depleting too fast, but it did not cause a pump shutdown. Estimated battery depletion was 55% per day. There was no adverse impact to the customer¿s blood glucose level. Customer was confirmed to use a backup insulin pump for uninterrupted insulin delivery and would receive a replacement pump. Cts instructed customer to put the malfunctioning pump into storage mode and return it with a pre-paid label within ten days, which customer acknowledged and understood.